Event description:
The pt contacted animas alleging that the keypad button presses did not activate desired pump functions. The pt claimed that the pump was increasing not responding to up, down and ok keypad button presses. The pt denied that the device was exposed to water or that the keypad was damaged/peeling.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.